Manufacturer narrative:
The insulin pump display properly and no audio/beep anomaly noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime/fill anomaly noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had priming/fill anomaly. The customer's blood glucose level was unknown at the time of the incident. Customer had just received this pump and stated that it was doing the same thing that their previous pump was returned and replaced for. The customer stated that while filling tubing, they received beeps but the number stayed at 0 on the screen. The insulin pump was returned for analysis.